Event description:
It was reported to philips that the system generated a remote alert that the ip-pc graphics card was not detected. The device was in use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the clinical procedure was completed by moving the patient to another system. The philips field service engineer (fse) visited system onsite and confirmed that the live monitor was unable to show live images. As part of troubleshooting, the fse reviewed log files and found the ippc graphic card was not detected. The supplier's part analysis conclusively determined that the cause of ippc failure was due to s45-configuration issue. To resolve the issue, the fse replaced ippc and performed system functional tests, after which the system was returned to use in good working condition. The codes were updated based on the investigation outcome. The device problem code was corrected.